Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device check-up, interrogation discovered the estimated device longevity had unexpectedly depleted within a seven month period. No electrical anomalies were noted. A session record is requested to observe for abnormalities. No adverse events to the patient. The patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the patient presented to the hospital after having felt different with a lower than normal heart rate. Device interrogation revealed the device had gone to elective replacement indicator. The device in backup vvi mode prevented any tests to be performed. Intermittent capture and a low impedance were noted. The patient had not felt any of the multiple patient notifiers that were delivered. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Manufacturer report 2938836-2016-01980 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).